Event description:
It was reported that during an unknown laparoscopic procedure, it was observed that the knife moved slowly like a pulse-firing on its own (the knife moved intermittently) when firing. They replaced the battery and its performance improved. The cartridge color was gold. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/25/2025. D4: batch # c9et3x. Additional information was requested, and the following was obtained: did the device start to deploy staples and cut but could not be completed (partially fire)? The knife moved slowly and it seemed like a pulse-firing on its own (the knife moved intermittently) when firing. Or, was the firing completed with the intermittent power operation? Unk. Was there any difficulty opening the device? Unk. If yes, how was the device removed from the patient? Unk. If yes, did the jaws eventually open? Unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45d reload loaded on the device. The reload was received fully fired. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9et3x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.